Manufacturer narrative:
The abandoned leads were not returned to boston scientific. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that during the routine device replacement procedure; it was noted that the chronic right ventricular lead had started to exhibit increase thresholds. The decision was made to surgically abandon the lead and implant new leads. As the new ventricular and atrial leads were inserted into the introducer, resistance was felt; however, the leads were able to be advanced. After peeling away of the introducer, the lead became out of control and the patient expressed chest pain. It was determined that a hemothorax occurred due to lead perforation. Both of the leads had perforated as the vessel wall was very thin. The procedure was stopped and the leads remained in the patient. The patient was transferred to a different hospital for cardiovascular surgery. The patient's chest was opened and the leads were released from the perforated vessel. The tip of the leads remained in the subclavian vein and the decision was made to surgically abandon the leads. A new lead and device were successfully implanted in the left abdomen with normal measurements. No additional adverse patient effects were reported.